Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, and the lead was found to have dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.